Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was required to hold the charging cable in the usb port in order to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable without being held. There was no reported adverse impact to customer's blood glucose level.